Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (the lesion had 100% stenosis). Evaluation conclusions patients condition affected the effectiveness of the device (the lesion had 100% stenosis). (B)(4).

Event description:
The physician intended to use a sprinter legend balloon. The target lesion was in the lad and had 100% stenosis. Device was inspected prior to use with no issues noted. It was reported that the balloon could not be inflated and that the device had ruptured during removal from the patient. The distal section of the delivery system dislodged from the guide wire and the physician removed this using another device. The procedure was complete using another device. There were no patient complications reported. Device evaluation: the distal tip was flared. The transition shaft was stretched. The transition shaft had detached 3.1cm distal to the proximal end of the hypotube bond. The shaft was stretched and jagged both sides of the detachment site. Negative prep confirmed the presence of a leak. The balloon failed to inflate when pressure was introduced. A small tear was located on the balloon distal to the inner shaft marker. The balloon material was jagged and uneven at the tear site.

Manufacturer narrative:
Evaluation: results - related to operational context (complex nature of the lesion and procedure - anchor balloon technique). Conclusion: results operational context caused or contributed to the event (complex nature of the lesion and procedure - anchor balloon technique).

Event description:
Procedural images review: procedural images provided confirmed that the physician was using the anchor balloon technique when attempting to cross the lesion with the sprinter legend device. After the sprinter legend broke during retraction, it left the distal section in the patient. The physician then removed the anchor balloon and the distal section of sprinter legend came with it. The procedural images confirmed there was no anchor balloon or additional device in place when the physician completed the procedure using another device.